Event description:
It was reported that the patient developed an (B)(6) bacteremia infection on a pacemaker lead. The pulse generator system including the left ventricular lead were removed. The patient was discharged without further incident post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.